Event description:
It was reported that the customer had "challenges with setting up and using pump" as they had tried to start the pump by relying on video trainings only. Reportedly, the customer experience a blood glucose (bg) level of 800 mg/dl and high ketones. Ketone level identified as life threatening by healthcare provider. Elevated bg was attempted to be addressed by correction bolus via pump and manual insulin injection. The customer was admitted to the hospital and bg was treated with intravenous fluids of saline and insulin. The treatment resolved the issue. Reportedly, the customer had liver and kidney damage. System check with tandem technical support confirmed the pump was functioning as intended. The customer requested to received additional training for using the pump.